Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient notified their managing hcp of their issue on (B)(6) 2017. The hcp told the patient to come in on (B)(6) 2017; that was the soonest the pump medication could be there. The patient noted they were hard of hearing, so it took several days for someone to hear the alarm. Two of the patient¿s family members heard the alarm faintly going off; three beeps. The consumer did not know the circumstances that led to the empty pump. Nothing unusual or out of the ordinary had happened, but the patient¿s pain level increased a lot. When the patient tried using the ptm, it said ¿too soon x¿. After three more tries, the ptm showed a picture of a phone and the hcp. At the patient¿s hcp appointment on (B)(6) 2017, they did a reading and watched the syringe fill all the way up. The hcp refilled the pump to see if the problem would happen again. There were no further complications reported or anticipated.

Manufacturer narrative:
Updated to reflect additional information that was received on 2017-may-05. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-may-03. The patient and product services specialist (pss) discussed the event because the patient thought that it triggered the codes and pss reviewed that it was not a ptm issue that the codes appeared. The patient stated that they went in to see the physician 3 days later (after the (B)(6) 2017 call date), which was (B)(6) 2017, and the patient got the medication removed and reprogrammed and the patient has been fine. There were no further complications reported/anticipated.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine at an unknown concentration at a dose of 9.002 mg/day and fentanyl at an unknown concentration at a dose of 4.501 mcg/day via an implantable pump for non-malignant pain. It was reported that the personal therapy manager (ptm) showed the error code of 8286 (empty reservoir) on (B)(6) 2017 at 13:50 when he had been trying to give himself a bolus. The patient stated they were not due for a refill until next month. The patient stated he had not heard any alarms, but they had a preexisting condition of being hard of hearing. So, the patient may not hear the alarms if they are occurring. According to the ptm, the upcoming refill date was (B)(6) 2017 and the last change date was (B)(6) 2016. The patient disputed the last change date thinking he was refilled on (B)(6) 2017. The ptm error code 8254 (low reservoir) occurred on (B)(6) 2017 at 14:56. The patient had an endoscopy they needed to go to on (B)(6) 2017. There were no medical symptoms reported.